Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with far r-waves oversensing and episode of ams via merlin.net. Programming changes were made. The patient will be monitored with a routine follow-up.